Event description:
It was reported, that this left ventricular (lv) lead exhibited loss of capture (loc). The patient was not feeling well. And complained of shortness of breath. An in clinic evaluation was performed. And reprogramming was performed. No additional adverse patient effects were reported. At this time, this lead remains in service.